Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when prepare to use, on (B)(6) 2024, at 18:45, the medical staff in the (B)(6) ICU discovered that the equipment was reporting an error and reminding them of technical event (B)(4). They immediately withdrew the equipment and replaced it with a backup device no patient involvement.